Event description:
Pt developed laryngospasm after deep extubation following a routine circumcision. Attempts at ippv failed secondary to defective elbow luer lock site (no cap). Unable to effectively apply ippv because of leak. Cap could not be found. Pt became cyanotic, resulting in intubation.